Manufacturer narrative:
Other applicable components are: product ID :3778-60, (B)(4), implanted: (B)(6)2009, explanted: (B)(6)2017, product type: lead, product ID: 3778-60, (B)(4), implanted: (B)(6)2009, explanted: (B)(6)2017, product type: lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the patient did not charge their system for approximately 5 months. The revision was unrelated to the over discharge. The revision was planned to replace existing percutaneous leads with a surgical paddle to obtain better stimulation coverage. The physician also replaced the battery because a trickle charge physician mode restart was performed in the hospital pre-op, but was unsuccessful. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the battery was discarded at the time of surgery and would not be returned. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there was an alleged overdischarge. It was discussed whether it was appropriate for the patient to do a physician mode restart (pmr) at home. It was mentioned the patient was due for revision tomorrow. No symptoms or further complications were reported.